Manufacturer narrative:
Covidien reference number: (B)(4). Covidien field service engineer (fse) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), upgraded the backlight pcb and the software to the latest revision. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a blank screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.